Manufacturer narrative:
Product has not been received by MFR in time for this report. Investigation report is incomplete at this time. A follow-up report will be submitted when investigation is complete.

Event description:
The event is reported as: inflation balloon detached from shaft. The sample was tested prior to pt use. No injuries reported.